Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. Instructions for use (IFU) states: ¿do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ the cause of the event was determined to be due to a faulty cable unit.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, reported issue was confirmed, due to a faulty cable unit. The rear cover labels were found fading. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a camera head cable was damaged. The cord had a tear and there was no communication with the tower. The issue was found during reprocessing of the device. There was no patient involvement or injuries reported. No additional information has been obtained.